Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection noted excess sheeting welded between the sheeting and molded cassette and an incomplete weld between the molded cassette and sheeting on the opposite side of the excess sheeting. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was damaged in an unspecified location. The damaged set was discovered during priming for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.